Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old female underwent breast augmentation revision with a 450cc mentor memorygel breast implant. On (B)(6) 2018 right sided rupture was diagnosed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received. The device was explanted on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The explant date was cancelled. At the time of this report, future explant is indicated, however, an expected explantation date. 2. Is required intervention- uncheck. 2. Is other serious - check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. The mentor failure analysis lab received the device for evaluation on 6/5/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 6/26/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During evaluation of the sample it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).